Event description:
Semi-rigid loaner ureteroscope was being used in a procedure and 2 very small fine pieces of metal fell out the end of the scope onto the surgical site. Lense at the end of the scope appeared cracked. Foreign bodies were retrieved and pt suffered no ill effects. Another scope obtained and procedure completed. Company was notified and facility was told that the scope had been rebuilt just prior to being sent to the facility. Analysis of foreign bodies by company concluded that the objects were pieces of a cleaning brush. The company that rebuilt the scope denies utilizing this type of brush. Facility did not use a brush on scope prior to sterilization. Where did the objects come from?